Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their wife reporting that the summer of 2017 the patient noticed their stimulator was no longer charging properly and eventually stopped recharging altogether. At their next appointment refilling their pain pump, their manufacturer representative (rep) was present and gave them the news that the patient¿s spinal cord stimulator battery would need to be replaced. ¿it had reached the end of its useful life and this was understandable¿. The replacement was scheduled, but unfortunately the patient¿s a1c level was elevated after steroid therapy and the surgery had to be postponed. It took several months to get the a1c to an appropriate level and surgery coordinated between other medical procedures and the battery replacement, but the battery was replaced on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had surgery on (B)(6) 2018 to have their battery replaced. It was asked if the device was replaced due to normal battery depletion and the patient said yes. The patient stated that they were told the battery would last three to five years and the device lasted four and a half years (battery was a rechargeable battery, expected battery life for rechargeable device is 9 years). The patient mentioned that it took them eight months to get the device replaced, because they needed to wait for their a1c to go down. The patient mentioned that they were on steroids at the time. No further complications were reported/anticipated.